Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on this right ventricular (rv) channel. Upon review, it was noted that there were non-physiological artifacts on rv and shock channel which were not reproducible. All daily measurements were found stable. Technical services (ts) reviewed and stated that to continue monitoring the system properly and consider a lead revision. This rv lead remains in service. No adverse patient effects were reported.